Manufacturer narrative:
Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had two compromised force sensor system alarms. Blood glucose level near the time of the incident was 302 mg/dl, which was treated with a bolus. Caller did not recall any significant events leading up to the error alarm. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.